Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The home patient (hp) did not know what caused the alarm and discarded the sample. The hp has continued therapy with no injury or medical intervention as a result of this incident.